Event description:
It was reported that the patient with this pacemaker device exhibited fairfield oversensing and inappropriate atrial tachy response (atr). Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was inappropriate atr due to farfield oversensing. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.